Event description:
It was reported the patient presented with loss of capture and battery impedance > 16000 ohms and battery voltage 2.71 v. Device had not tripped eri (elective replacement indicator). Threshold test was attempted and patient "flat-lined". Vcm (venticular capture management) was on and showed stable thresholds. Patient was also reported to having syncope and pauses. It was further reported that there was no output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed the deviced had reached normal battery depletion.